Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to presses. The customer states that the pump then became completely unresponsive. During troubleshooting with tandem technical support, the customer's reported issue was confirmed. The pump is not functional. There was no impact to the customer's blood glucose level. The customer reported that an alternate pump would be used for insulin therapy.